Manufacturer narrative:
(B)(4) initial emdr submission. Device problem code: a24 patient problem code: f26. Pr (B)(4). Follow-up emdr for device evaluation: per the information received from the customer the bd device did not cause or contribute to the patient's death. The patient died from state 4 cancer. No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. We would be very interested in examining product that does not meet your expectations and our quality standards. A photo of the defect could assist our quality team in their investigation. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis of the affected device. Examination of the product involved may provide clarification as to the cause for the reported failure. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported: customer received kit with defective issue; no pt harm. Event description states: defective. (B)(6) 2023 called customer to follow up on reported issue. Spoke with husband who advised of the following details below. He explained that customer passed sometime between the night before easter and easter day. Customer did not have any issues with pleurx bottle, occasionally had issues only with the adhesive being scrunched up together but they were able to flatten them out and use them without any issues. Husband is military and part of special operations and has extensive medical training. Husband advised the pleurx drainage system was easy to use and the patient died from stage 4 cancer, the death was in no way caused by the pleurx product. There was no pt impact and nothing to return.

Manufacturer narrative:
Pr (B)(4) follow-up emdr for correction: per the information received from the customer- "the patient died from state 4 cancer, the death was in no way caused by the pleurx product." After further evaluation of the complaint, it has been determined that the bd device did not cause or contribute to the patient's death. Reported event is not MDR reportable. Supplemental MDR submitted to reflect the non-reportable decision. H3 other text : see manufacture narration.

Event description:
It was reported: customer received kit with defective issue; no pt harm. Event description states: defective. 21-apr-2023 called customer to follow up on reported issue. Spoke with husband who advised of the following details below. He explained that customer passed sometime between the night before easter and easter day. Customer did not have any issues with pleurx bottle, occasionally had issues only with the adhesive being scrunched up together but they were able to flatten them out and use them without any issues. Husband is military and part of special operations and has extensive medical training. Husband advised the pleurx drainage system was easy to use and the patient died from state 4 cancer, the death was in no way caused by the pleurx product. There was no pt impact and nothing to return.